Manufacturer narrative:
No medwatch form was received.

Event description:
Patient noted feeling pain under the left breast when rv pacing. The lead was explanted when an increase in thresholds were observed.